Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the doctor found the distal lumen hub and line were separated. Another device was used to finish the procedure. No patient harm was reported.

Event description:
It was reported the doctor found the distal lumen hub and line were separated. Another device was used to finish the procedure.no patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). The customer returned one cvc catheter for analysis. Signs of use in the form of biological material was observed. Visual analysis revealed that the distal luer hub had separated from the extension line. The brown distal luer hub was not returned for analysis. Therefore, the point of separation cannot be officially verified as it is unknown if a portion of the extension line is still inside the luer hub. No other defects or anomalies were observed. The catheter body from the juncture hub to the distal tip measured 221mm which is within specifications of 207mm - 227mm per catheter graphic. The distal extension line outer diameter measured 2.165mm which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.473mm which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion graphic. The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The medial and proximal lumens were flushed using a water-filled lab inventory syringe. No blockages or leaks were detected. A manual tug test confirmed the proximal and medial extension lines were fully secured within the luer hubs. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure." The report of an extension line luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated; however, the actual luer hub was not returned. Therefore, the point of separation cannot be officially verified. The catheter met all relevant dimensional and functional requirements. A device history record review was performed based on a potential lot number from sales history and no relevant findings were identified. Based on the customer report and the sample received , the root cause cannot be determined without the luer hub returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.